Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient was experiencing discomfort at the ipg site due to the ipg site being located on the waistline. The patient underwent surgical intervention wherein the ipg was electively explanted and replaced, and the new ipg was implanted higher on the same incision, resolving the issue.